Event description:
It was reported that the patient had been "seen walking around yesterday drunk" and was found dead in his tub the next day. The medical examiner reported the cause of death as consistent with primary cardiac arrhythmia, due to atherosclerotic artery disease. Follow up with the medical examiner revealed he cannot tell what the primary arrest arrythmia was because the patient was dead and cold when medics found him. He further reported device was not interrogated, but there was no indication of device or lead failure that warranted further investigation. Drowning was ruled out. The patient had 70% stenosis of lad and 30% stenosis of circumflex and cardiomegaly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. Evaluation summary: no anomalies found. Proximal segment returned and analyzed. No anomalies found.